Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and, or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during the superion indirect decompression system implant procedure the implant broke into 3 pieces while removing the inserter. The broken implant was removed and replaced with a new implant. The procedure was completed successfully.

Event description:
It was reported that during the superion indirect decompression system implant procedure the implant broke into 3 pieces while removing the inserter. The broken implant was removed and replaced with a new implant. The procedure was completed successfully.